Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: error code 600.6835 on 8015 ls unit. Technical support - tech get error code 600.6835 which is a network error, they are wireless, explain he needs to transfer network config. Back onto the unit. Tech thank me for my assist. A review of the device history record for sn (B)(6) was performed from 11/12/2018 to 9/1/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - explain he needs to transfer network config. Back onto the unit. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device was displaying error code 600.6835. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was displaying error code 600.6835.